Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the lcd pcb control panel was damaged, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit has a broken display.